Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer will reportedly change infusion set type to address the issue. There was no reported adverse impact. Customer declined to troubleshoot with tandem technical support.